Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4)- initial use. Electrode belt sn (B)(4), manufacture date: 07/2010 - reuse.

Event description:
During a retrospective review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The son of a (B)(6) female pt contacted zoll to report that the pt had experienced arrhythmia alarms while passing out from her blood-sugar dropping. The pt got out of bed by herself and fell. The pt's son woke up and heard her screaming and laying on the floor. The pt was conscious when the treatment occurred. The pt pressed the buttons after the treatments. The pt had heard the device say "treatment delivered, call doctor" and then sent the data. During the fall, the pt fell onto a computer and hurt herself. The pt's son was unable to say if she fell and when it started or alarming, or if it started alarming and she fell. The pt's son was asleep at this time and only woke up when she started screaming. The pt felt the treatment and was awake for the event. The pt was taken to the hospital. The pt received two inappropriate shocks. Multiple counting contributed to the false detection. The response buttons were used after the shock was delivered. The pt was conscious at the time of treatment.